Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient also experienced phrenic nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular lead. The lead polarity was reprogrammed and the lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.